Manufacturer narrative:
Results - the complaint for "invalid impedance" could not be confirmed. As received, the lamitrode s8 was complete. Microscopic inspection of the returned lead did not reveal any visible anomalies or damage. No alleged device failure was identified continuity and stress testing was performed to analyze the channel's resistance and to verify the insulation characteristics between channels. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a permanent scs system on (B)(6) 2013. During the procedure, diagnostics revealed invalid impedance readings for the lead. The lead was removed and another lead implanted. The procedure was extended by approximately 25 minutes. The patient reported effective stimulation coverage postoperative.